Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath had been retracted past the limit marker on the stainless steel shaft, the outer sheath was retracted and the stent had been deployed. The stent was returned and no issues were noted with its profile. The packaging mandrel was exiting the guidewire access port. No issues were noted with the inner lumen or stent holder. The investigation concluded that this complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause classification for the reported failure is handling damage a labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, the stent was prematurely deployed when they took it out of the packaging. Another wallflex biliary rx covered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, the stent was prematurely deployed when they took it out of the packaging. Another wallflex biliary rx covered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.